Manufacturer narrative:
Event date: (B)(6) 2016. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a deltec® gripper plus® safety needle was difficult to take out of the port due to tightness and when it was removed forcefully, the safety did not function. This was observed immediately upon use with a patient. It was noted that the device was check in accordance with its instructions for use. No patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition without its original packaging. Visual inspection found the safety mechanism had been activated and the needle was out of the base. It was observed that at the back of the arm, a white color was found on one of the sides. Functional testing involved use testing and found that the safety mechanism was able to be activated again without problem. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A sample of 32 devices underwent visual inspection and 5 devices underwent hinge activation testing, which found no discrepancies. A sample of 2 devices were destructively tested via excessive force and found a white color was presented at the damage, similar to the complaint device. Based on the evidence, a root cause was unable to be confirmed. The most likely root cause is attributed to failure outside of the manufacturing facility.